Manufacturer narrative:
Date sent to FDA: 6/28/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 6/12/2018. Patient codes: (B)(4). It was reported that the patient experienced abdominal pain in (B)(6) 2014 and was hospitalized for 5 days with a partial small bowel obstruction. On (B)(6)2014 she underwent extensive lysis of adhesions in her abdomen which caused a small bowel obstruction. The surgeon states, "exploration of the abdominal cavity revealed extensive adhesions of the omentum to the anterior abdominal wall and to the previous [sic] placed mesh of the umbilical area." On (B)(6)2015 she underwent another surgery for a small bowel obstruction with lysis of adhesions. Operative findings include, "extensive adhesions of the omentum to the previously placed mesh." It was reported that the patient continues to experience pain. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.